Event description:
Customer reported that when pressing the button to fluoro, the system would display an image for a moment then it would flicker and go black. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the monitor. System operates as intended.